Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6265-5107, lot# 1823b902, description: citation tmzf ha stem #7 left. Cat # 509-02-66h, lot # ol6mja, description: tritanium revision acetabular. Cat # 6260-9-240, lot # 931mad, description: v40 cocr lfit head 40mm/+4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "the patient had a staph infection. The implant was removed and a spacer was implanted for six weeks. Last week the patient was revised and is now in rehab."